Event description:
The complainant contacted leica biosystems on (B)(6) 2021 and reported underprocessed tissue, then when reprocessing was attempted the smaller biopsy tissue was overprocessed and the larger tissue remained underprocessed. Initial conversation indicated that all cases were not diagnosable. On (B)(6) 2021, a leica biosystems field applications specialist (fss) visited the laboratory and received information that at least one patient could not be diagnosed; and that re-biopsy of a patient(s) had not been either recommended or performed. The leica fss documented further information provided by the complainant, "they did not ask for any rebiopsy." On 28 april 2021, leica biosystems received the following information: "per our pathologists, they were able to make a diagnosis on all of the cases that were reprocessed, except for one colon tumor resection case they are still waiting for some immunostain results". Customer did not provide patient identifier or details. As of 20 may 2021, leica biosystems has not received any further information from the complainant as to the patient impact in relation to the one (1) case for which immunostaining results were pending. If additional information is obtained a follow up report will be submitted.